Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a device changeout procedure, there was a setscrew issue with the replacement device. When the existing right ventricular (rv) lead was connected to the new device, the superior vena cava (svc) and rv coil impedance measurements had increased. A pull test was done and a fluoroscopy confirmed that the rv lead pins were securely in the device header, ruling out a loose rv lead pin. However, a loose right atrial (ra) lead pin was identified via fluoroscopy and reconnection was attempted. After the device setscrew was turned using the wrench, the setscrew adhered to the tip of the wrench and was extracted beyond the grommet. After reattaching the setscrew to the wrench and passing it through the grommet, the ra lead was successfully fixed with the setscrew. Due to concerns with the replacement device and high rv lead defibrillation impedance values, the device was not used. A new device was implanted, and it was noted that the rv lead defibrillation impedance values were not high with the new device. No patient complications have been reported as a result of this event.